Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar starting leaking while using a 5mm instrument (scope). It would leak intermittently. It would sporadically leak air without movement of the scope. The abdominal pressure was at 14-15. The procedure was completed with the trocar without any impact to the patient.

Manufacturer narrative:
(B)(4). Leak test failure the analysis results of the h12lp device found that it was returned in good visual condition. The device was functionally leak tested and failed without the test probe inserted through the device. An investigation has been initiated to determine the root cause of this event. The batch record was reviewed and no anomalies were noted during the manufacturing process.